Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer treated with bolus. Customer also reported that the insulin pump received insulin flow blocked alarm. Customer was not using auto mode. Customer was not able to troubleshooting for insulin flow flocked alarm and continues troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.